Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot/serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that stimulation impedances measured >4,000 ohms and 0 ,1, 50 ohms. Unipolar stimulation with 5.0v was without any sensory or motor response on 0-3. There was an alleged lead defect/fracture. There were no external contributing factors. Diagnostics/troubleshooting was performed: stimulation impedances measured and unipolar response to high voltage output was with a short as well. Tested. The ins was programmed to 0.0v and turned off. The patient was instructed to leave the device off. The ins battery status was okay, but the capacity was low. No surgical intervention occurred. If the decision is made to perform a lead revision, an ins replacement will be discussed. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the there was no confirmation of a lead fracture but conspicuous measurement and function. The physician was in contact with the patient and will discuss the surgical options. A solution was not expected within the next 4 weeks. The doctor will contact medtronic as soon as there will be clarification on the next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.